Manufacturer narrative:
Additional information was added to h6, and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump exhibit unintended fluid delivery behavior during a bolus infusion with a secondary setup, where the primary infusion was reportedly delivered instead of the secondary infusion. The customer described the event as ¿siphoning¿ during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.